Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 460 mg/dl. During troubleshooting, the customer stated she found large and small air bubbles. Customer stated the insulin was not stored at room temperature. Customer was assisted with priming the bubbles out. She also reported that the day before, her blood glucose was 350 mg/dl and treated with insulin and it went down to 60 mg/dl and continued to drop throughout the night. Customer stated her doctor had given her a medication and she thought that was the cause so she stopped taking it. Customer declined troubleshooting for low blood glucose.